Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he has to press the up and down buttons twice to get a response. Customer did not recall any significant events leading to the keypad issue. Blood glucose value at the time is unknown; reading in the morning was 163 mg/dl. The customer stated that he is still able to use the insulin pump and declined to get it replaced.